Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received excessive motor error alarms. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window and scratched reservoir tube window.